Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the lcsc5 stopped working after 15 minutes of the operation. The handpiece was tested with the test tip and was found in working order. Other instruments were used to complete the case (no details). There was no consequence to the pt.